Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump. It was reported that the he althcare provider (hcp) stated that there was an issue with the tablet following an update of the clinician programmer application. The hcp was transferred to pump technical services. Additional information was received from a healthcare provider (hcp) reporting that when they scanned the pump it told them the stall was resolved even though the patient hadn't had magnetic resonance imaging (MRI) for months. Then when updating the pump it still gave the warning that it hadn't been updated. It was reported that technical services told them this would occur when they scan each pump for the first timewith the new installation.